Event description:
It was reported that a xience v stent was directly implanted in the proximal left anterior descending coronary artery (plad) on (B)(6) 2009 to treat restenosis of a non-abbott bare metal stent. On (B)(6) 2011, the patient was hospitalized with exertional epigastric pain, diagnosed as non st elevation myocardial infarction due to 80% instent restenosis and disease progression distally. Medications were given. Balloon angioplasty and stent implantation were performed to the target lesion on (B)(6) 2011. The condition resolved and the patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation/indication for use. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, myocardial infarction and restenosis, as listed in the instruction for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was delivered without pre-dilatation (direct stenting) for treatment of restenosis in a previously implanted stent. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The IFU also states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the reported improper use does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.